Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system showed a communication error and reset. The fse determined the probable cause of the problem to be the operator did not connect the interconnect cable properly. The fse tightened the interconnect cable connection, reminded the customer of the procedure to connect the interconnect cable, then verified system functionality. The customer may abuse or misuse the system unintentionally or intentionally. If it is done unintentionally, it is usually because the user does not understand how the system was designed to function. This cause code covers a wide variety of ways the user could misuse the system including not connecting the interconnect cable correctly, resulting in communication errors. There was no malfunction identified related to the device. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connection was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system self- rebooted after start up. No patient serious injury or death was reported related to this event.